Event description:
During the investigation process, a baxter rep visited this customer in 2000. While at this facility the rep noted alternating segments of blood and air in the post filtration tubing on two filter sets of the 4c2300. As no visible blood leak was observed, these two filter sets were returned to baxter for eval.